Manufacturer narrative:
Blocks b5 and h6 (device codes) have been updated with the additional information received on december 12, 2023. Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Imdrf device code a1502 captures the reportable event of the stent positioning issue. Imdrf impact code f19 captures the surgical intervention performed. Imdrf impact code f2301 captures the additional device used to remove the stent. Imdrf impact code f08 captures the patient's prolonged hospitalization. Block h11: correction to the initial MDR in block d6a.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgatric to the proximal jejunum to treat a gastric outlet obstruction (goo) during an endoscopic ultrasound (eus) with an axios stent implantation procedure performed on (B)(6) 2023. During the procedure, the stent's first flange could not be deployed at all. Upon removal of the device, the stent prematurely deployed inside the scope. The stent and the delivery catheter were removed together with the scope, and the stent was retrieved from the scope using rat-tooth forceps. The patient was sent to surgery for a laparoscopic gastrojejunostomy and a robotic/laboratory closure enterotomy to close the puncture site. The patient was admitted beyond the standard days of patient care. The patient was discharged from the hospital and was expected to fully recover. Note: it was reported that the axios stent and electrocautery-enhanced delivery system was used to treat a gastric outlet obstruction. Per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst >= 6 cm and a walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The stent is not indicated for gastric outlet obstruction. Additional information received on december 12, 2023: it was reported that the second flange was deployed using the eus method of deployment, where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion; however, the second flange was not able to expand, and the axios stent was deployed across the stomach wall. A wire was advanced through the misdeployed axios stent, and an attempt was made to place a non-boston scientific fully covered esophageal stent to salvage the procedure.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of stent premature deployment. Imdrf impact code f19 captures the surgical intervention performed. Imdrf impact code f2301 captures the additional device used to remove the stent. Imdrf impact code f08 captures the patient's prolonged hospitalization.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted transgastric to the proximal jejunum to treat a gastric outlet obstruction (goo) during an endoscopic ultrasound (eus) with an axios stent implantation procedure performed on november 1, 2023. During the procedure, the stent's first flange could not be deployed at all. Upon removal of the device, the stent prematurely deployed inside the scope. The stent and the delivery catheter were removed together with the scope, and the stent was retrieved from the scope using rat-tooth forceps. The patient was sent to surgery for a laparoscopic gastrojejunostomy and a robotic/laboratory closure enterotomy to close the puncture site. The patient was admitted beyond the standard days of patient care. The patient was discharged from the hospital and was expected to fully recover. Note: it was reported that the axios stent and electrocautery-enhanced delivery system was used to treat a gastric outlet obstruction. Per the axios stent and electrocautery-enhanced delivery system instructions for use (IFU), the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of a pancreatic pseudocyst >= 6 cm and a walled-off necrosis >= 6 cm in size that are adherent to the gastric or bowel wall. The stent is not indicated for gastric outlet obstruction. No further information has been obtained despite good-faith efforts.